Event description:
On (B)(6) 2015, the reporter contacted animas and alleged an inaccurate delivery issue beginning on (B)(6) 2015 and that the patient had a blood glucose (bg) level of 574 mg/dl with no symptoms. Troubleshooting identified no potential causes of bg issue or potential causes of perceived inaccurate delivery issue. Basal and bolus histories were as expected and time/date were accurate. The patient received no unusual treatment. Though troubleshooting with customer technical support did not reveal any delivery issues, the patient was advised to discontinue pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect found. Unable to duplicate the reported complaint. The last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6) 2015. The alarm history shows a replace cartridge alarm on (B)(6) 2015 18:29; deliveries resumed at 23:59. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.